Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage on the keypad traces noted. The keypad connector was fully locked. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error, unsure when it occurred. Customer's blood glucose was unknown mg/dl. The customer doesn't recall any significant events leading to the alarm. Customer was not exposed to MRI. . Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.